Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment at tooth site 25 fractured and implant had to be removed. Fixed prosthesis in 24 - 25.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) unknown zimmer abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive loading on abutment/implant assembly (customer error or patient factors.) Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.